Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) as they met with the patient and resolved the issue. Additional information received from the patient as they called back reporting that they continued to have pain symptoms when pressing on the device and feeling stim sensation going down their leg when they pressed on their spine. Since their last call to company they had seen their managing hcp and also met with rep at their car dealership and they reprogrammed their device, and it did seem to be working better since then and rep said it seemed to be ok because "he was shocking me and they could feel it". The rep wanted to see the xray results so the patient called managing hcp's office yesterday and patient wanted to know the results of the x-ray to see if the lead was ok, and they told them that they would will need to schedule an appointment to come in and meet with the doctor about that and patient was wondering why no one told them that when they had the x-rays taken two weeks ago. Doctor's office told them to reschedule an appointment to come in to discuss x-ray results, and they would like to make sure that rep was present for this appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) as they met with the patient and resolved the issue. Additional information received from the patient as they called back reporting that they continued to have pain symptoms when pressing on the device and feeling stim sensation going down their leg when they pressed on their spine. Since their last call to company they had seen their managing hcp and also met with rep at their car dealership and they reprogrammed their device, and it did seem to be working better since then and rep said it seemed to be ok because "he was shocking me and they could feel it". The rep wanted to see the xray results so the patient called managing hcp's office yesterday and patient wanted to know the results of the x-ray to see if the lead was ok, and they told them that they would will need to schedule an appointment to come in and meet with the doctor about that and patient was wondering why no one told them that when they had the x-rays taken two weeks ago. Doctor's office told them to reschedule an appointment to come in to discuss x-ray results, and they would like to make sure that rep was present for this appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient could not get everyone together to read the x-ray and check the implant. Patient stated the implant was pushing and making bowel stuff come out and agitating their bowel and causing bowel problems to worsen. Patient mentioned they did not know what the problem was with the device because their last device was great. Patient stated their ins needed to be programmed or there was something wrong with it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that the patient can only use one program because the other three make their symptoms worse. Additionally, the patient noted that they were trying to coordinate with a manufacturer representative (rep) to have the unit reprogrammed, but has not been able to meet with the rep yet. The patient also noted that their toe still hangs there. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient's device was malfunctioning since 3 weeks ago and if they pressed on the ins it would hurt. Patient could feel stimulation down their right when they pressed the middle of the spine area, and if they took pressure off they could not feel stimulation. It was noted that patient was leaking and that they had a bladder infection test but no infection was detected. No further complications were reported.